Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their primary system controller exchanged on (B)(6) 2025 due to an internal battery fault not seen on bedside interrogation. Log file review was requested, and the event log files submitted appeared to be from the new controller. The pump was connected to this controller on (B)(6) 2025 at roughly 7:48am. Following the initial connection alarm the pump appeared to be operating within normal parameters.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of 06jul2025 was reviewed. At 07:30, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the unloaded voltage being under the acceptable threshold. The driveline was disconnected at 07:48, consistent with the reported controller exchange. The backup battery fault alarm did not prevent the controller from supporting the system as intended while the driveline was connected. Provided information indicated that the controller was exchanged. No equipment was returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (serial number: (B)(6)) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were reviewed for the original system controller and captured backup battery (bb) faults on (B)(6) 2025. The bb fault was due to the bb failing the load test. No troubleshooting was performed prior to the system controller exchange.